Event description:
The pt ((B)(6)) received the scs ipg on (B)(6) 2012. It was reported during programming the following day, invalid impedances were identified. Fluoroscopy revealed the lead was not completely inserted into the 1-8 header. Surgical intervention was undertaken to insert the lead into the 9-16 header. Intraoperative testing was performed to ensure correct placement.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.